Event description:
A nurse reported that an intraocular lens (iol) was removed due to a broken haptic. Due to additional instrumentation used by the surgeon removing the iol, the patient was left aphakic. An iol was inserted during an additional surgical procedure on another date. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/24/2009, 07/15/2009, and 08/11/2009 by fax and mail. A completed questionnaire was received on 08/21/2009. This report was mailed to FDA on: 08/28/2009.